Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer received a button error alarm and states it may be due to her wearing insulin pump on the skin on a hot day. Customer's blood glucose was not given. Customer was advised that insulin pump would need to be replaced. No further information provided.